Manufacturer narrative:
Product analysis: at analysis it was noted that the programmer did not start up, that its stylus was missing, that the stylus tip position on the touch screen was out of calibration, the lower universal serial bus port was not working (--microprocessing unit board defect), the bezel display was cracked (replacement part no longer available), its handle was cracked, the cord bay latch was broken, the keyboard latch and connector were broken, it was in "overall bad condition" and an error was found in the software history. Due to a lack of available replacement parts to repair it, the programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not working properly. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer tested out of specification during manufacturer's analysis.